Event description:
Pt reported that their tender infusion sets are leaking, after 1 day of use. Pt stated that, they discovered the leakage after noticing wetness on their clothing. As a result of the insulin leakage, pt's blood glucose was elevated (~200 mg/dl). They self-treated by changing their infusion set, and resuming normal insulin delivery.